Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse found that the tubing from check valve (pv2b) had come off and diluent was leaking out of the analyzer. The tubing comes from the backwash tank to pv2b and delivers diluent to the hemoglobin (hgb) cuvette. The fse replaced the tubing and secured it to the pv2b that fixed the leak . The fse performed backwash tank check, and hgb blank adjustment to ensure that diluent was being delivered to the hgb cuvette and no additional fluid leaks was occurring. Failure mode was detached tubing at check valve (pv2b). (B)(4).

Event description:
The customer reported to beckman coulter a leak of clear liquid from the coulter lh 750 hematology analyzer. The volume of leak was 16 oz. And was contained within the instrument. The material safety data sheet (msds) was reviewed. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat, goggles and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.